Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the e360 ventilator had a blank screen. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider checked the ventilator properly. Checked all the connection of ventilator and checked power cord of monitor, found it ok. Then checked all the functions of ventilator and found ok. Ventilator is now working well.